Event description:
The user facility reported the automated impella controller had a battery failure alarm. The complaint was discovered during preparation; however, the was no report of harm to the unknown age patient.

Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the console logs from the reported day of event are consistent with complaint and showed battery failure alarm (due to transport connection blown/missing or 0v output) presenting upon each boot-up on (B)(6) 2023 and (B)(6) 2023. Prior to that, the console was undergoing preventive maintenance procedure at abiomed danvers field service on (B)(4) 2023, and there were no battery failure alarms. The console was tested, there were no irregularities observed, and the aic operated within specification. Essential note: each time prior to transport, the console batteries must be disengaged via transport switch. If the switch is not placed in the ¿on¿ position after the transport, then when powered on, the console will present with same symptoms as if the batteries were missing or depleted - which is consistent with this complaint description. This report is being filed as part of a retrospective review of historical records